Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 450 mcg/day) via an implantable pump for an unknown indication for use. It was reported that a routine pump replacement turned into a catheter revision due to the inability to aspirate the existing catheter. The pump segment (8784) was replaced and the catheter was flushed, but they were still unable to aspirate the catheter. A new spinal segment was placed (unable to locate existing spinal segment (8780); left in body at this time). The spinal segment was connected to pump segment and the pump segment was connected to the pump; the catheter aspirated easily. The issue was resolved at the time of this report. No patient symptoms were reported. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the surgeon could not locate the catheter tip with fluoroscopy or digital exploration. The surgeon did not want to continue to search and dislodge the freshly placed catheter. When asked if the patient experienced any symptoms prior to the pump replacement, it was noted that the patient's therapy had been increasing over the years but was functioning the same as it had been for the past year. The therapy was working 'just fine' and there were no new symptoms noticed by caregivers.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed wearing on the upper shaft of gear number two and the lower shaft of the rotor. Analysis of implantable catheter model number 8784 serial number (B)(6) revealed the following: as received, analysis identified a partial occlusion in the catheter body consistent with dried drug, blood or other material. The occlusion broke loose during decontamination and the catheter passed further testing. Analysis of implantable catheter model number 8780 serial number (B)(6) revealed the following: analysis identified damage on the catheter body consistent with explant damage. The damage did not affect the performance of the catheter in the lab. The catheter connector pin was also received for analysis. As received, the connector pin was not attached to the catheter and it was unclear if the connector belonged to the 8780 or the 8784. Analysis identified the collet was detached from one end of the connector and identified that the collet was locked into place without the catheter on the other end. H6: the evaluation codes haven been updated for this event: code-result 180 is only applicable for the pump code-result 213 only applies to the catheters code-result 114 only applies to the catheter connector pin code-conclusion 24 only applies to the pump code-conclusion 67 only applies to the catheters code-conclusion 19 only applies to the catheter connector pin medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.